Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. The right ventricular (rv) lead was noted to have low trending impedance. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout.